Event description:
Event: dissection of the left common iliac artery. Event narrative: the pt had an uneventful graft implant procedure that went very smoothly. Two hours post implant the pt developed pulselessness in pt's left leg. Angiography of the left femoral and iliac arteries showed a dissection in the common iliac just distal to the attachment system which was not seen on final angio after graft deployment. During the procedure, gradient pressures obtained from above the graft all the way down to the native external iliacs, showed no pressure gradient. The dissection was repaired by placing a wall stent in the left common iliac.